Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071503c vascular stent experienced a fracture. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The 70 year old patient's gender and weight were not provided.

Manufacturer narrative:
The initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. The lot number was provided; therefore, a lot history review is currently being performed. The sample was not returned to bd for evaluation and an xray was provided for review. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code for the lifestent vascular stent products is identified. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071503c vascular stent experienced a fracture. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The 70 year old patient's gender and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed. Device was not returned for evaluation, however images were provided for review. Based on the images provided a stent fracture could not be confirmed. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review is currently being performed. The sample was not returned to bd for evaluation and an xray was provided for review. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code for the lifestent vascular stent products is identified. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071503c vascular stent experienced a fracture. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The (B)(6) year old patient's gender and weight were not provided.